Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the scale was misaligned on bd loads¿ 29g x 12.7mm insulin syringe and needle before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: on 26sep2017, (B)(4) received seven (7) loose 0.3cc, 12.7mm, 29g syringes in a sealed polybag from lot# 6291653. All samples were decontaminated per hstr-17 prior to evaluation. Upon evaluation by (B)(4), it was noted that one (1) of the samples exhibited scratches to the exterior of the barrel, partially obscuring the '10'u (10 unit) marking on that particular barrel. All other samples were inspected and noted some slight angularity in the printing of the scale markings, but nothing outside of specifications. Probable root cause for the damage to the exterior of the barrel is a known issue with the exit rails from the printers within the production lines. Continuous improvement initiatives to improve print related defects continue to be priority for the production lines at this time. No impact to product functionality. No additional actions at this time.